Manufacturer narrative:
The calibration trace showed that calibration was acceptable on the day of the event. The field service engineer (fse) replaced the float switch. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for 2 patient samples on a cobas integra 400 plus module. For patient ID (B)(6), the initial mg2 result was 3.4 mg/dl. The repeat result was 2.0 mg/dl. For patient ID (B)(6), the initial mg2 serum result was 3.5 mg/dl. The repeat serum result was 2.2 mg/dl. The customer also performed mg2 testing on a plasma sample from the same patient. The result matched the repeat serum result. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The mg2 reagent lot number is 62758601 and the expiration date is 31-dec-2023.

Manufacturer narrative:
The field service engineer found that the cleaner bottle was empty though the analyzer had not alarmed that it was empty. The bottle was replaced. Qc was performed successfully. The investigation is ongoing.